Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one unknown opal spacer, 10mm x 28mm x 12mm. Part and lot numbers were not provided by reporter. UDI: unknown part number, UDI is unavailable. Implant date was reported as (B)(6) 2015, exact date is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an opal spacer, 10mm x 28mm x 12mm, had migrated from its original position. Patient was initially implanted with one opal spacer in (B)(6) 2015, exact date is unknown. X-rays taken on unknown date revealed that the opal spacer had migrated. The patient came in for a revision surgery of the anterior lumbar interbody fusion of the lumbar spine on (B)(6) 2016. The opal spacer had backed out into the frame and the canal. The device was removed and replaced with a competitor's device. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. The device will not be coming back, as it was disposed of at the hospital. Incident occurred during revision surgery was captured in (B)(4). This report is for one unknown opal spacer, 10mm x 28mm x 12mm. This is report number 1 of 1 for (B)(4).